Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a system error (se) 2240 (air in cassette) occurred with a home choice (hc) machine during the initial drain. Troubleshooting did not reveal a cause for the alarm. The tsr assisted the home patient (hp) to clear the alarms so they could set up again and advised the hp to call the nurse for further medical instructions. The tsr then lost connection and tried calling the hp back several times; the hp had called back in and contacted another tsr to complete assistance. There was patient involvement, but no patient injury or medical intervention was reported.